Event description:
Procedure type: bowel resection. According to the reporter: the device was fired and released from the tissue. The doctor then noticed that the staples did not dispense from the device. Doctor then had to hand sewed the area. No blood loss reported. Forty five minutes were added to the procedure to complete.